Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detached and remained inside the patient. The target lesion was located in the heavily calcified circumflex artery. The artery had a "curve" in it. A pt graphix guide wire was advanced to the target lesion and the tip of the guide wire detached in the distal circumflex artery. Multiple attempts to retrieve the detached guide wire tip were unsuccessful. Physician felt that the detached guide wire tip was far enough down that it did not need to be retrieved. No further patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).